Manufacturer narrative:
Review of the photograph provided by the customer confirmed that the main coil exhibited kinking at the primary coil section. The device was returned for evaluation. The components received included the main coil, introducer sheath, and delivery wire. Upon visual inspection, the main coil was noted to be detached, bent, and stretched at the primary coil section. Additionally, the zap tip was found to be detached.

Event description:
Reportable based on the device analysis completed on 9sep2025. It was reported that coil was prematurely deployed. A 15mm x 40cm interlock cube was selected for use. During device preparation, while advancing the spring coil, the delivery shaft and coil lock separated within the delivery sheath, resulting in premature release outside the patient (in vitro). The procedure was completed using with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed the main coil had detached.